Event description:
Caller alleged discrepant results compared with the lab and the doctor's meter. Results as follows: date: (B)(6) 2012, inratio2: 6.2, 3.2, lab: 8.1, doctor's meter: 8.0. Caller also reported imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012, inratio: 6.2, 3.2. Time between testing of each method: 30 minutes. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.